Event description:
It was reported that, during preoperative preparation of a percept pc deep brain stimulation implantable pulse generator, the connection could not be read. On the day of surgery during patient data setup, the tablet could not connect to the implantable pulse generator, and attempts to connect using another tablet with the communicator cable also failed. Three programmers were then used to attempt to read the implantable pulse generator, but all attempts failed. The external environment was reported to be the same as that for general surgery, and the implantable pulse generator was kept away from other medical devices during preoperative setup. The product was replaced, and the product was to be returned. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.